Event description:
A technician reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reports the outcome of the event as "excellent".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/26/2008 and 10/10/2008 by phone, fax, and mail. A completed questionnaire was received on 10/15/2008. This report was mailed to FDA on: 10/23/2008.